Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported material deformation was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the stent was damaged during sheath/stylet removal due to inadvertent handling damage. This resulted in the reported material deformation of the stent and the observed balloon damage (pinhole). The device was used after identifying the stent damage against instruction for use. The stent damage (bent, flared and smashed struts) likely interacted with the guiding catheter during advancement causing the reported difficulty to advance. The device was removed without issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use states: prior to using the xience alpine product, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque markers. Do not use if any defects are noted. In this case, the instruction for use (IFU) deviation related to use after damage does not appear to have caused the reported difficulties. H6 medical device problem code2017: use after damage.

Event description:
It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the right coronary artery. It was noted the stent of the 2.75x38mm rx xience alpine stent delivery system (sds) was flared. An attempt was made to advance the sds through a 6fr guiding catheter however resistance was noted. The sds was removed and a new alpine was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the guide wire exit notch was torn and a pinhole leak in the balloon.